Manufacturer narrative:
Device not returned.

Event description:
It was reported that the usb port sparked when the customer plugged the pump into a computer to charge. Customer's blood glucose ranged from approximately 180-181 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.